Event description:
It was reported that IV fluid dripped on the device during an infusion. The fluid went into the device and the clinician visualized smoke. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported smoke issue was confirmed during the external and internal inspection of the suspect device. The issue is being attributed to a short circuit between the 8v supply and ground lines on the left iui connector of the suspect pcu due to an unknown fluid spillage during an infusion. During the external inspection of the suspect device, it was observed dried fluid contamination, green deposits from corrosion on left iui pins, and thermal damage on the left iui connector and its slot on the pcu rear case. The iui date code was observed to be 10/23 (october 2023). During the internal inspection, fluid ingress was observed on the left iui pcb board. The facility provided an event date of 4 may 2025; time of event was not reported. On (B)(6) 2025 at 7:57 pm, the event log showed that the suspect pcu was powered on, and the concomitant pump module s/n (B)(6) was attached as channel a. The profile in use was identified as ¿adult¿. On (B)(6) 2025 at 7:52 am, the system alarmed ¿channels disconnected¿ and the concomitant pump module was removed. At 8:00 am, a review of the pcu error log revealed two error codes associated with the reported issue: error code 120.4410.0, indicating a low backup voltage failure, and error code 120.4370.5, indicating a low voltage was detected on the 8v supply line, which could be attributed to a short circuit between the 8v supply and ground signal lines due to unknown fluid ingress on the left iui connector. The alaris system user manual (v12.3.1) states the next warnings and cautions: do not return the device to patient use if there are cracks, surface contaminants, discoloration, or other damage to inter-unit interface (iui) connectors. Use of devices with damaged iui connectors can result in patient harm. Send all damaged devices to biomedical engineering for repair. To ensure that the bd alaris¿ system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage in any way or find the device does not function as expected, return it to biomedical engineering for repair. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported smoke issue is being attributed to a short circuit between the 8v supply and ground lines on the left iui connector of the suspect pcu due to an unknown fluid spillage during an infusion. Note that this report lists imdrf annex a1801, a040502, g04037, c0503, d08 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that IV fluid dripped on the device during an infusion. The fluid went into the device and the clinician visualized smoke. There was patient involvement but no harm.